Event description:
It was reported that during implant, the pulse generator exhibited unacceptable thresholds. The device was not implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found normal pulse generator characteristics.